Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 436 mg/dl at the time of incident. Customer¿s other blood glucose level was 300 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that drive support cap was normal. Customer stated that the not calling back to a perform high pressure test. Customer was feel ok to troubleshoot. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.